Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-jun-2026. Unit arrived with a complaint of being stuck on the please wait. The complaint could not be duplicated during evaluation. Data logs indicated elevated system warm, possibly caused by blocked air vents. Excess moisture absorption by zeolite likely resulted in column contamination and low o2.

Event description:
It was reported that the patient's unit was not producing enough oxygen while they were flying. As a result, the patient's oxygen dropped to below 80%. They were provided supplemental oxygen on the airplane until the altitude changed and they were able to use the unit once again. A replacement device was sent to the patient and it is working for them. The event did not lead to hospitalization.